Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the back box and alarm history showed no activity outside of the normal use. A test battery cap was used for testing during investigation. The ez prime steps were performed correctly with no errors, alarms or warnings during the investigation. The original complaint was unable to be duplicated. The pump's cover was removed and there were no intermittent conditions found to the printed circuit board. Method code:(B)(4).